Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: the report of superficial driveline damage was confirmed through an onsite evaluation performed by an abbott representative. It was reported that the patient had torn silastic on their driveline that was deemed cosmetic. It was reported that there were no alarms or clinical issues. A clamshell repair was performed by the clinical consultant on (B)(6) 2019. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The heartmate ii lvas IFU and patient handbook address how to care for the driveline. They also address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that torn silastic on drive line deemed to be cosmetic. No alarms or clinical issues were reported. Clamshell repair was performed by clinical consultant on (B)(6) 2019. No further information was provided.